Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d2, d4 lot #, d4 UDI #, d4 expiration date, and h4 device manufacture date and h6 (medical device problem code. The returned onestep CPR complete electrodes were evaluated following a report of exposed metal that allegedly arced during defibrillation. Examination found the self-test shorting bar protruding from the electrode rather than adhered to the styrene, a condition that can occur if the package is not opened correctly. No exposed metal, electrical arcing, burn marks, or pad defects were identified, and electrical testing met specifications. Evaluation of retain samples from the same lot found no discrepancies. The reported issue could not be verified, and the investigation concluded the returned pads exhibited an isolated condition with no evidence of a lot-related manufacturing defect. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, after multiple discharges the pads were replaced, the patient's chest was wiped, and upon shock delivery a spark was observed from the defibrillation pads. It was also reported that the wire separated from the electrode. No burns were observed on the patient's skin. Complainant indicated the patient subsequently expired but was not a result of the malfuntion.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, after multiple discharges the defib pads were changes, the patient's chest was wiped, pads were placed and a spark was emitted from the pads upon discharging. No burns were noted on the patient's skin. Complainant indicated the patient subsequently expired but was not a result of the malfunction.